Event description:
I received a replacement for my recalled philips bipap about a year ago and have been having increasing chronic headaches, ringing ears, and recently feeling out of breath especially after about 4 hours on the machine. I am stopping using this product. No tests.